Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 14-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was completely down and required password. A field service engineer opened the back panel and found drawer 3.1 was not lighting or communicating. Discovered both retractor bands and the t-board clip were broken due to repeated slamming and fse replaced it. Tested in hardware test application again and found the left rail on the half-height drawer was damaged and missing bearings. Temporarily secured the rails with zip ties for use until a replacement drawer arrives. Later fse replaced the half height drawer and inventoried. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary station was completely down and required password. The customer stated that this malfunction caused a delay in dispensing the medications to the patients. There were no adverse events or injuries reported based on this event.